Manufacturer narrative:
Age or date of birth, weight and ethnicity: unknown/ not provided. Implant date (2021 reports) : implant date : not applicable. Explant date (2021 reports) : explant date : not applicable. Telephone number: unknown, information not provided.. It was indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that zcb00 lens sterile packaging was open when doctor opened the iol box. There was no patient contact. Product is not available for return. No further information available.